Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the customer received a "scan again in 10 mins" message for more than 2 hours while wearing an adc freestyle libre sensor and was unable to obtain readings. A blood glucose result was obtained on an unspecified device and it was determined the customer was in hypoglycemia so customer was treated with glucose by her father. There was no report of death or permanent injury associated with this event.